Event description:
The customer reported the evis exera iii xenon light source light fails to engage sporadically and the spare lamp does not turn on. The event occurred during preparation for use, prior to a diagnostic colonoscopy and esophagogastroduodenoscopy procedures. The same device was used to complete the operation and with no more than a 10-minute delay. There was no patient harm or user injury reported due to the event. For reference to related events, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a socket slider switch causing failure of the high intensity mode, and front panel/front panel chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device failure caused a procedure delay. However, the root cause could not be identified. Additionally, the phenomenon ¿lamp does not turn on,¿ olympus could not determine the cause of the phenomenon from the investigation results. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "caution olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel." In addition, the following non-reportable malfunctions were found during the device evaluation: front panel damage, non-olympus lamp, debris inside the air tubing, and old version switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the device was inspected per instructions for use and there were no other devices involved in the event. The customer noted that the patient's overall outcome was completely normal.